Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok syringe had foreign matter in the barrel of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a physical sample was not available to bd for evaluation but three photos were provided. Our quality engineer was able to review the provided photos and determined that the clear liquid was most likely silicone. No reports are known of any adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based off of the review of the provided photos our engineer was able to verify the reported failure mode. However, as silicone was used in the assembly process it was determined to not be a product defect. No corrective actions were deemed necessary as this was not a product defect and as silicone was used in the manufacturing process. A review of the device history record revealed zero defects found during production of the reported lot. Investigation conclusion: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd¿ luer-lok syringe had foreign matter in the barrel of the syringe. There was no report of exposure, serious injury or medical intervention.